Event description:
Additional information was received that the patient that had this pacemaker system implanted has fragile skin. During the initial implant of this pacemaker the physician had difficulty closing the incision. The patient's arm was placed in a sling after the procedure at the request of the patient advocate. Subsequently, the patient was golfing, and the incision reopened. The patient was readmitted to the hospital and was given intravenous antibiotics to prevent infection. Another test was done, and a blood clot was found but there was no infection at that time. The patient was re-evaluated two weeks later, and the physician determined that there was no immediate concern and elected to continue monitoring. Subsequently, the skin around the incision sight became red, hot, and swollen. The area reopened again, and the pacemaker eroded through the skin. The patient was re-admitted to the hospital and the physician determined that the patient had a staphylococcus (bacterial) infection. The entire system was then explanted, and a new system was implanted sub-pectorally. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. There were no additional adverse effects reported. The pacemaker was explanted.